Event description:
Holding lever detached from body of instrument. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The holding lever broke off from the body at the weld seam. We are not able to determine whether the weld seam was not strong enough or forcible use led to the breakage. No product related condition was found.